Event description:
It was reported that the physician was attempting to use a complete se stent. It was reported that the device was implanted 6 days post expiry date. No adverse events reported as a result. No patient injury reported. Patient is currently fine.